Event description:
It was reported that the ICD was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and the device was found to meet its longevity requirement. The device tested normally and all specifications were met. No device anomalies were identified.